Event description:
Additional information received indicated the lead slack issue resulted in dislodgement. The right ventricular (rv) lead was explanted and replaced to resolve the event and the patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2024-00860 it was reported that far field p-wave oversensing and an increase in capture threshold was observed on the right ventricular (rv) channel. Abbott technical support was contacted and confirmed the reported events. An x-ray was performed and revealed that the device migrated which resulted in an increase in lead tension. This is the suspected cause of the electrical anomalies. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.